Manufacturer narrative:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the patch. The patient reported the skin irritation as blisters, itching, and redness. The patient reported that she did seek medical treatment and used an unknown prescription medication to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did follow the skin prep instructions. The patient reported that she does have allergies to adhesives, even adhesives like band-aids. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity and/or allergies to adhesives. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the patch. The patient reported the skin irritation as blisters, itching, and redness. The patient reported that she did seek medical treatment and used an unknown prescription medication to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did follow the skin prep instructions. The patient reported that she does have allergies to adhesives, even adhesives like band-aids.